Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the aquabplus reverse osmosis (ro) was experiencing issues with the permeate flow intermittently cutting out. The issue occurred previously and was temporarily resolved by placing the ro system in standby mode then returning it to supply mode however the issue continued to reoccur. The atom stated that replacing the ring base resolved the initially reported issue. During evaluation, the atom identified burnt wires behind the stage 1 motor protection switch (mps). The atom does not believe that the two issues are related. The atom stated that no alarms or diagnostic messages were received for either issue. There was no observed burning smell, smoke, spark, flame, or arcing. No blown fuses were identified within the external service disconnect. The atom confirmed that the area was recently affected by tropical storm debby and the facility was powered by a generator which may have caused a power surge. The atom stated the wires connected to the mps were replaced to resolve the reported issue. There was no thermal decomposition identified on the mps. The continuity of the mps was measured and found to be within specification. The ro system was returned to full operation following repair. No parts are expected to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the aquabplus reverse osmosis (ro) was experiencing issues with the permeate flow intermittently cutting out. The issue occurred previously and was temporarily resolved by placing the ro system in standby mode then returning it to supply mode however the issue continued to reoccur. The atom stated that replacing the ring base resolved the initially reported issue. During evaluation, the atom identified burnt wires behind the stage 1 motor protection switch (mps). The atom does not believe that the two issues are related. The atom stated that no alarms or diagnostic messages were received for either issue. There was no observed burning smell, smoke, spark, flame, or arcing. No blown fuses were identified within the external service disconnect. The atom confirmed that the area was recently affected by tropical storm debby and the facility was powered by a generator which may have caused a power surge. The atom stated the wires connected to the mps were replaced to resolve the reported issue. There was no thermal decomposition identified on the mps. The continuity of the mps was measured and found to be within specification. The ro system was returned to full operation following repair. No parts are expected to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were reported to be available to be returned to the manufacturer for physical evaluation. However the reported issue was confirmed based on the intake information and a photograph which were provided by the customer. The thermal damage was found on the wiring of the motor protection switch stage 1 during preventive maintenance. The reported event can be attributed to poor electrical contact between the cable lugs and their contact pins at the motor protection switch. The contact resistance increased and the pump current led to an increase in thermal energy at the contacts points. The cable lugs at the motor protection switch overheated and discolored from the released thermal energy at the bad electrical contact. This failure pattern is a known issue. Corrective actions have been defined and implemented. A new design of the motor protection switch was developed and released. According to the provided information, the issue was solved onsite by replacing the wiring at the motor protection switch. It is also recommended by the manufacturer to replace the motor protection switch in both stages 1 and 2